Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient slipped on ice and fell in (B)(6) 2018. When they fell, the therapy stopped working and they had high-level pain at their pocket site. It was noted that the patient¿s pain disappeared when the device was turned off. Troubleshooting included testing the impedance, and it was found to be in range. To resolve the issue, the device was turned off and the full system was replaced. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.